Event description:
It was reported that post implant of a realize adjustable band that was implanted in (B)(6), the patient presented with dysphagia and vomiting. A CT scan revealed a gastric obstruction secondary to a herniation. The band had slipped with stomach herniation. The patient had the band adjusted at various facilities. The last adjustment was done on (B)(6) 2010 where 4 ccs were removed. The band and port were removed during an emergency laparoscopic procedure. The were no reported patient complications.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 483 mg/dl and 100 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
This is a final report. The customer returned meter serial number (B)(4). The meter has been tested with an approved strip lot 1002834. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the readings reported were found in the internal memory log of the meter and were taken in 10 minutes.